Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 16:29:43. During night drain cycle two, the patient's ultrafiltration reading was 288ml, indicating the home patient (hp) drained 288ml more than their maximum programmed fill volume of 130ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. (B)(4). The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent.